Event description:
Additional information was received from a manufacturer representative (rep). The reported that blood was found in the ins and that the battery was sent back to the manufacturer for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was explanted due to high impedance between the case and e0 (and previously recorded high impedances between e0 and all the other electrodes, which were resolved by the explant date). Blood was reported in the header, which is why the manufacturer representative(rep) said the healthcare provider(hcp) decided to explant, but there was only a small amount of fluid found at check-in at rpa. The patient called in the complaint themselves and said that the battery was dead, which is why the event was listed that way, but investigation of the device and communication with the rep and the hcp have confirmed that that was never the problem. The rep stated they would like to run a connector ligature block test.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that the patient called into customer service today and stated battery replacement tomorrow was due to early depletion of battery implant that was done in may. The patient reported that their implant battery went dead after 6 weeks. After the patient called to customer service, the rep spoke to physician and they stated impedances were all high. It was reported that the plan for tomorrow was to go in and replace battery and send back for analysis. Additional information received from the rep indicated that they were able to connect with the device pre-operatively and all impedances were normal except 0 and case. When they replaced the battery, they could see some blood inside the header of the battery. Impedances were normal with new battery. Analysis was being requested and ins will be returned. The patient wanted to know what the warranty was on the battery. Agent reviewed warranty information with the patient. The patient was redirected to their healthcare provider to further address the issue. Email sent to field staff notifying them of issue.

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) indicated that the device passed functional testing. Analysis also noted that the high impedances in (B)(6) 2024 were all related to electrode e0, so configurations that did not include e0 would be unaffected, and the e0 impedances had decreased to normal or near-normal range by the day of explant. The device functioned correctly on the day of explant and later passed all tests at the return product analysis lab. Impedance, fluid blockage, and all functions were normal, and the battery was far from end of life. No evidence of malfunction was found in this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.